Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: infinion 16 lead kit 50 cm, serial: (B)(4), batch: 16688701.

Event description:
It was reported that one of the patient's leads was fractured which was confirmed via x-ray. The patient underwent an explant procedure.